Manufacturer narrative:
Siemens customer support engineer (cse) inspected the system and found heat filter cracked and retainer heat degraded. Cse replaced heat filter and retainer. Cse calibrated and run controls with no issues. Customer had no other issues with any other analyte on the strips. Instrument is operational.

Event description:
Customer stated that instrument reported false negative blood result on a patient sample. There was no report of injury due to this event.